Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer successfully loaded a new cartridge onto the pump. Blood glucose level was between 134-145 mg/dl.